Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had failure alert. The customer's blood glucose value was 293 mg/dl. Troubleshooting was done. The customer stated that insulin pump had frozen display. Customer reported that the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no frozen display noted during testing.